Event description:
Patient presented for procedure to angio suite post severe cerebrovascular accident (cva). While attempting to remove the clot, the device was placed in the vessel and upon attempt to remove the device, it became lodged in the vessel and a portion of the device broke off in the vessel. The device itself eventually failed at the junction between the deployment wire and the merci coil. A second attempt was then made with a new device (do not currently have additional identifying information for second device). The second device also failed at a point lower down on the delivery wire. Multiple attempts were made with different devices to remove the retained fractured products, but were unsuccessful. The patient had multiple co-morbidities and remained hospitalized for several weeks and was then discharged to a nursing home.